Manufacturer narrative:
Patient sex: 6 cases, including both males and females. Approximated based on the date the manufacturer became aware of the event. Implant date: between august 1, 2020 to august 30, 2020. Explant date: between september 9, 2020 to october 10, 2020. Device code captures the reportable event of stent migration. Problem code is being used to capture the reportable issue of procedure aborted/cancelled. Conclusion code is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation received six complaints regarding six separate advanix biliary stent devices involved in separate procedures on different patients. It was reported to boston scientific corporation that six advanix biliary stents were used during endoscopic retrograde cholangiopancreatography (ercp) procedures performed in the common bile duct of six different patients. The six procedures were performed on between august 1, 2020 to august 30, 2020. However, the exact implant dates were not reported. The six patients underwent planned stent removal procedures performed between september 15, 2020 and october 11, 2020. The exact procedure dates were not reported. According to the complainant, during the planned stent removal procedures, the physician found that a double pigtail stent had migrated proximally in the duodenum for each case. The devices were removed and the procedures were cancelled/rescheduled. There were no patient complications reported as a result of this event. Each patient's condition at the conclusion of the procedure was reported to be stable.